Event description:
I was in my kitchen sitting on the seat of my drive medical walker and it broke. This is the second time I've had an issue with a drive walker breaking in exactly the same spot. The first time I was able to grab a hold of the counter and not fall. This time I fell to the floor and was injured. Paramedics had to come and get me up. I have a huge bruise on my arm and internally I pulled muscles that have been painful the entire week. I did contact dr. Medical because the walker brought in exactly the same spot both times. It seems as though if I have had two walkers out of five that I've owned break that this must be a major issue. I was fortunate to not break a limb, or hit my head, but had I been outside or elsewhere I don't know what would've happened. I think that needs to be looked into. I have a picture of my visible injuries as well as the broken walker if you would like to see it. Ref report: mw5158893.